Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customer added insulin and reloaded the cartridge to resolve the reported issue. Customer¿s blood glucose level was 70-200 mg/dl.